Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling the first leg assembly through the patient's left sacrospinous ligament, the needle, with a little bit of suture at the end, detached. Then, as the physician grabbed the dilator, the dilator detached as well. Reportedly, the detachment occured very easily, and no pieces fell loose inside the patient. The physician removed the device and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine and is (B)(6).